Manufacturer narrative:
Device not returned. Emailed the site lead and hcp. The red markings are likely from red marker transfer during the sorting process.

Event description:
User reported red marks on mask. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.